Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for the call was the patient says that their stimulator is not working and is shocking them, and says it started shocking them in (B)(6) of last year. Pt says its shocking them "so hard that I almost hit the ceiling". Patient says that they can barely walk, and their legs are in excruciating pain when they move to their back area. They said they asked the healthcare provider to take it out in (B)(6)of this past year, and they said they didn't think they did. They told patient that there are 3 leads that are so tight that if they try to remove those leads, they might not be able to walk at all but says "I can barely even walk now". Patient said it takes them 10 minutes to get out of bed. The patient was redirected to their health care provider to further address the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.